Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported damage to the jacket of the black power cable could not be confirmed as no images were submitted and the product was not returned for evaluation. A specific cause for the damage could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was request but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived at clinic on 10ul2023 with damage to the jacket of the black power cable and damage to the modular cable. The system controller and modular cable were replaced.